Manufacturer narrative:
The reported event of failure to interrogate was confirmed, incorrect measurement was not confirmed. As received, device interrogation indicates the battery was at the elective replacement level. Additional interrogation was not successful due to low battery voltage. The device was further evaluated after replacing the original battery and testing under nominal conditions and results were normal. Further evaluation at different pulse amplitudes found no interrogation anomaly and measured results within normal range of operation. The interrogation anomaly reported by the field is consistent with low battery voltage after device exceeded projected longevity by 1.60 years. Total projected longevity based on average drain current is 13.28 years; implant duration is 14.88 years which exceeded projected longevity, and it is considered normal battery depletion.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker could not be interrogated. The last device check (B)(6), 2021 had shown the device was three months to the elective replacement indicator (eri) and the magnet rate in (B)(6), 2021 indicated eri may have been reached in (B)(6), 2021 or possibly end of life (eol). Premature battery depletion was not suspected as the device had been implanted for 15 years. The device was explanted and replaced as eri was suspected. The patient was stable before, during and after the procedure.